Event description:
A user facility in cyprus reports starting the operation normally with the cutter working fine. During the operation the cutter stopped working. It is unknown if aspiration continued when the cutter stopped. The cassette was changed and the surgery continued normally. No patient impact was reported.

Manufacturer narrative:
The product return has been requested, and has not been received. The manufacturing and sterilization records for were reviewed and found to be acceptable. The investigation is underway.

Manufacturer narrative:
Since the initial report was finalized it has been confirmed that the aspiration continued after the cutter stopped working. The surgery was delayed by 10 minutes, and no additional anesthesia was needed. The reported outcome for the patient is good. The investigation is complete.

Manufacturer narrative:
We are unable to investigate for root cause as product has not been returned for investigation after multiple requests to complainant. The most probable root cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. If the product is returned the investigation will be reopened at that time. The investigation is complete.